Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure. A mitraclip was successfully implanted within the patient. A second mitraclip was selected to be implanted to further reduce the mr. There was challenges grasping the leaflets, troubleshooting was performed and it was identified that one of the grippers would not descend. Troubleshooting was performed and the clip was retracted into the left atrium. The grippers actuated successfully and the clip was then advanced back into the right atrium and successfully implanted. The procedure was discontinued; the final mr was reduced to grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.